Event description:
It was reported that the bd needle filter blunt fill 18x1-1/2 had foreign matter. The following information was provided by the initial reporter: on behalf of naomi who is ooo, I forward you the notification of a complaint for foreign matter related to the transfer filter needle co-packed with vabysmo. "Complainant opened a box for a vabysmo 6mg vial, and discovered that the filter needle had a bunch of stuff, goop, on the tip of it. [¿] stated it looks as if the filter needle had been used, the stuff on the tip is kind of yellow in color. The box was sealed and the sleeve for the filter needle was sealed." The complaint has been classified as ¿needle ¿ foreign matter¿. No harm to patient.

Manufacturer narrative:
A report was received indicating the presence of foreign matter on the tip of a filter needle. As the physical sample was not returned, a comprehensive evaluation could not be conducted. To support the investigation, two photographs were provided and reviewed by the quality team. The images depict a needle assembly without its packaging blister or plastic shield, and a visible particle located at the needle tip. No additional information could be obtained from the photographs. A device history record (DHR) review was completed for material number 305211, lot 3083424. The review did not identify any quality issues during the production of this lot that could have contributed to the reported condition. No related quality notifications were found, and all manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar complaints have been reported for this lot. Based on the photographic evidence, the reported condition is confirmed. However, due to the absence of the physical sample, a definitive root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.